Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device fluid transfer issues. When pressing pump it moves valve like normal but does not refill with fluid, but when press deflate button and it refills. When pressing the bulb it moves valve and pumps but no refill of bulb again. Explant procedure was withheld. Troubleshoot under anesthesia and possibly remove and replace.